Event description:
Fire department personnel attended to a pt diagnosed in cardiac arrest. The device was attached to the pt using disposable defibrillation electrodes. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. Paramedics subsequently arrived and continued care of the pt. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contrbute to the pt's outcome. The reporter indicated the pt expired due to a blood clot.